Event description:
Caller reported experiencing a cartridge alarm issue with their pump, specifically cartridge alarm 20. There was no adverse impact on the customer's blood glucose level. Customer was advised by technical support to use multiple daily injections (mdi) as a backup insulin therapy while their pump is replaced. Technical support confirmed that the pump was under warranty and arranged to send a replacement pump with updated software. The customer was instructed on how to store the malfunctioning pump and return it via a pre-paid shipping label. They understood the necessary steps and confirmed their shipping address.